Event description:
It was reported that during the right internal carotid artery procedure, the stent was deployed slightly distal and did not cover the entire lesion. A second rx acculink was implanted to fully cover the remainder of the lesion. Post stent implantation in the right internal carotid artery, the patient experienced hypotension with blood pressure (bp) as low as 46/32. A dopamine drip was started and bp returned to normal. Dopamine was discontinued on (B)(6) 2010. Bp then elevated and the antihypertensive medications were resumed. Two days post procedure, the patient experienced left calf, left arm, left facial numbness and unsteady gait. Brain MRI showed multiple small embolic lacunar strokes involving the posterior circulation bilaterally involving the occipital brainstem. The reported likely source of embolic strokes were the calcified plaques lining the aortic arch and hypotension. Anti-platelet therapy was started and hospitalization was prolonged. The patient was discharged to home on (B)(6) 2010. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: hypotension, embolism, and stroke may occur during this type of procedure and are listed in the instructions for use as known potential adverse events associated with the use of the product. The product used during the procedure was not returned, which could have aided in the determination of the cause; however, inaccurate delivery may be a result of, but not limited to, patient's vessel geometry or the vessel diameter, which could have been larger than the stent or when the stent does not appose the vessel wall when the stent is fully deployed, and when there is inadvertent movement of the handle during deployment or the positioning of the stent prior to deployment was not optimal. Furthermore, the rx acculink instruction for use cautions that prior to stent deployment, remove all slack from the delivery system. The conclusive root cause for the reported event could not be determined. All catheters are inspected during the final inspection to ensure the device structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected.